Manufacturer narrative:
The device was received by the manufacturer for evaluation, however, the device evaluation has not yet been completed. Once this activity has been completed, a supplemental report will be submitted.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 36 and 48 hours on the leg. It was also noted that the pod had dislodged from the infusion site.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and no issues that would indicate the cannula was not properly inserted. Based on the evaluation of the device, a bent/kinked cannula was noted; the finding is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or timeouts that may generate an occlusion alarm. No issues were observed during the investigation that would indicate the pod was not delivering insulin.